Event description:
Steven greenawalt was performing preventive maintenance when he discovered "ground broken". There were no reported injuries. Steven greenawalt replaced the ac plug with the missing ground prong (part number 27518) and this resolved the loss of ground.